Event description:
Two months after cataract surgery with implantation of the crystalens intraocular lens (iol) in the right eye, the pt noticed an increase in near visual acuity and decrease in distance visual acuity. At this time, the pt's manifest refraction had decreased from plano -0.75x156 to -2.25 -3.25 x028. Upon examination, the physician determined that the change in refraction was attributed to capsular contraction syndrome. A yag capsulotomy was performed and the pt's vision improved to 20/30 j3 and a refraction of -0.25 -1.00 x 170.